Event description:
During a review of the pt's programming history, it was observed that the pt's settings appeared to have been changed due to an interrupted diagnostic test. Clarification rec'd confirmed that during an office visit, the diagnostic test was interrupted at that time, but programming history rec'd to date does not confirm when change in settings occurred. Good faith attempts to obtain add'l info have been unsuccessful to date.